Manufacturer narrative:
Both cameras (psu or position sensor unit) that had been sent to the site were evaluated in house by the manufacturer and found to be fully functional, albeit the second camera took some time to warm up (20-30 minutes) before the complete tracking volume was apparent. This is considered normal function. The original suspect psu was found to have normal tracking throughout the volume during functional testing. The psu passed the aak test at .43mm with minimal line separation of .20mm indicating that the psu accuracy and tracking are normal. A second set of tests confirmed the initial results. No problem found. Unable to reproduce alleged inaccuracy.

Event description:
A medtronic representative identified, during planned maintenance, a 3-5mm inaccuracy that occurred when registering with tracer and point merge using multiple frames and probes on a resin test head. The medtronic representative ensured the camera had been on for greater the 20 minutes, was able to track 4'-7' away and confirmed the sphere of accuracy was 1.2mm. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replaced stealthstation treon treatment guidance system camera twice, first shipped to site (B)(4) 2013, a second shipped (B)(4) 2013. Suspect device has not been returned to manufacturer for further evaluation. In the initial planned maintenance visit, the medtronic representative ran a navigation system check-out and hardware system check, all areas passed. The treon camera was replaced. No further issues have been reported.